Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 320 mg/dl at the time of the call. The customer used food and glucose to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump over delivered. Troubleshooting was not completed as the pump was not on. The customer also got hospitalized due to a foot infection. The insulin pump will be returned for analysis.